Event description:
Customer reported the system froze and displayed a message during a procedure. The system was rebooted, which caused a delay of less than 15 minutes. Patient outcome details of the case is unknown; however no patient harm/injury has been reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).